Manufacturer narrative:
A decision was made on 29 november 2016 to report all prophylactic explants that are reported to st. Jude medical. Therefore, 29 nov 2016 is used as the aware date for all prophylactic explants occurring prior to this date.

Manufacturer narrative:
(B)(4). The device was above eri upon receipt. (B)(4).

Event description:
The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device.